Event description:
Reporter indicated that vns pt was explanted due to infection. The infection was present at the pulse generator/pocket area. The infection was treated with antibiotics and explant of the pulse generator and the entire lead (including electrodes). Further follow-up revealed that the pt's incision is healing well and that the infection is resolved. Re-implant is not scheduled at this time.